Event description:
Impossible to draw blood out of the catheter 22g. Impossible to draw blood out of the catheter hub in using vacutianer tube. By the way, there is no issue to inject something in using the catheter hub. Is that due to the multiguard valve and the force which is reduced by vacutainer tube? When did the incident occur? During use.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. As current control, there is a needle flashback functional test performed during routine outgoing inspection to check for needle occlusion. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when photo/sample is received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in winged bc needle clogged / blocked impossible to draw blood out of the catheter 22g impossible to draw blood out of the catheter hub in using vacutianer tube. By the way, there is no issue to inject something in using the catheter hub. Is that due to the multiguard valve and the force which is reduced by vacutainer tube? When did the incident occur? During use.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: cathena. Device failure: needle clogged/blocked.

Event description:
No additional information.

Event description:
Impossible to draw blood out of the catheter 22g. Impossible to draw blood out of the catheter hub in using vacutianer tube. By the way, there is no issue to inject something in using the catheter hub. Is that due to the multiguard valve and the force which is reduced by vacutainer tube? When did the incident occur? During use.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. As current control, there is a needle flashback functional test performed during routine outgoing inspection to check for needle occlusion. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when photo/sample is received.